Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the patient was hospitalized for two days (specific date not reported) to receive oral and IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.